Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge alarm 1 occurred during basal delivery. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue. Customer's blood glucose was in the 130 mg/dl range.